Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump received motor error and motor position encoder error. The customer¿s blood glucose level was 545 mg/dl. The customer was treated with pen. The customer reported that they received a motor error alarm. The customer reported that they had received motor position encoder error. The customer declined troubleshooting for high blood glucose. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to backup plan, per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Motor position encoder error alarm confirmed in history file.